Event description:
Clinical study. It was reported that 619 days after a coronary artery stenting procedure, the patient experienced chest pain and required pci. The lesion being treated was a 2.75mm, 70% stenosed, 16mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a 2.75x20mm express2 monorail stent. Six hundred nineteen days post index procedure, the patient came to the hospital with chest pain. Cardiac catheterization was done and revealed high grade stenosis (90%) right at the ostia of the stent in the lad of 90%. It was felt that this patient would be a perfect candidate for pci with placement of 2 non bsc stents proximally in the mid segment with excellent results. Five days later, the 2nd cardiac cath emergent prior to pci, there was a total thrombotic occlusion of the mid left anterior descending artery (in the region of previous stenting). Subsequent ptca, re-established timi iii flow. Visually the non bsc stent implanted 5 days prior appeared to be poorly expanded. This was confirmed by ivus. Following multiple inflations at high pressures, the previously implanted stents were more fully deployed. At the distal edge of the previously implanted stent, a 2.5 x 12 non bsc 2.5x12 stent was placed. The patient was discharged the next day on plavix. In the opinion of the physician, the relationship of the event to the study device is definitely related.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.